Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl at the time of the event. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer was using quick-set infusion sets with a 6 millimeter cannula length. The customer had previously used quick-set infusion sets with a 9 millimeter cannula length, but she switched to the 6 millimeter due to experiencing pain and bleeding at the infusion sites. The customer's father reported that the customer is very lean and muscular. The customer was not available at the time of the report to perform troubleshooting on the insulin pump. Nothing further was reported.